Event description:
It was reported that this pacemaker device exhibited a red warning message pre-implant. The specific error is unknown. No patient involvement was reported. The product was returned to boston scientific in unopened packaging. There were no adverse patient effects as the device was not used.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of the device was performed. Review of the device memory noted that no low voltage alert was recorded. However, the device data showed the voltage and temperature falling when exposed to cold temperatures, including exposure to a temperature below rated storage conditions listed in boston scientific labeling. Based on available data, the red warning message received in the field during pre-implant device interrogation was induced by exposure to cold temperatures below rated storage conditions. The battery did recover after the device was removed from the cold. The device passed all electrical tests.

Event description:
This supplemental report is being filed based on completion of device analysis.